Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy, including proximal aortic neck angle less than or equal to 60 degrees. The safety and effectiveness of the gore excluder® aaa endoprosthesis have not been evaluated in patients with greater than 60 degrees of angulation in the proximal aortic neck. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm with aortic dissection using a gore® excluder® aaa endoprosthesis. After the proximal portion of the trunk-ipsilateral leg endoprosthesis was deployed below the renal arteries, it was reportedly confirmed that the contralateral gate located in the false lumen on the left side. It was reported that the patient¿s proximal infrarenal neck was highly angulated (approximately 90 degrees), which may have caused the device to move distally during deployment. Since the cannulation of the gate was no longer possible, the physician decided to perform aorto-uni-iliac stent grafting on the patient¿s right side. A femoro-femoral bypass (right to left) was also performed. A final procedural angiograph reportedly revealed a minor endoleak from the contralateral gate. No further treatment was rendered, and the procedure was completed. The patient tolerated the procedure, and the physician will continue to monitor the patient.